Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Received email from distributor - false negative hcg results. Customer reporting one of their patients received a false negative pregnancy test result in their office. The patient returned about a week later and blood work was performed before an iud birth control device was placed and the blood work confirmed pregnancy. The iud device was not inserted into the patient at this time. According to the clinical manager, "no injury occurred to the patient and no hospitalization and/or further treatment was necessary due to this incident." Date of occurrence not provided. No specific patient information provided. No reported adverse patient sequela. No additional information available.